Manufacturer narrative:
The device has been explanted but we have not received it back from the md.

Event description:
Bilateral capsular contracture, baker grade 3, left-side.

Manufacturer narrative:
The device was returned intact and functional; upon return, the device gel was noted to be white/cloudy. The device weighed 4.0g over specification.